Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. Total hip replacement (left) done on 2015 at hospital and j&j implant was used. Patient suffering from hip pain for more than 1 year. During routine x-ray, femur implant fracture detected on 2018. Patient movement is restricted to home and bedridden and patient did not have any fall or any sort of accident. Revision total hip arthroplasty done on 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.